Event description:
It was reported that the customer experienced an elevated blood glucose level (bg) displayed as "high"; however, a specific value was not provided. Cause was not known. Customer addressed bg by administrating a manual correction injection. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.